Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast implant surgery with mentor medical devices (sm hps dv 270cc, date of implant (B)(6) 2007) has experienced invasive ductal carcinoma of the left breast with the following development of the left axilla lymphadenopathy. The diagnosis was confirmed by histology result (biopsy was performed on (B)(6) 2020). It was also reported that the patient has experienced chest injury after mva on (B)(6) 2021 complicated by the right implant deflation, pain, and hematoma formation in the right breast area, confirmed by CT exam with contract performed on (B)(6) 2021. It was also reported that the patient has developed the right breast asymmetry and breast mass in the right breast diagnosed on (B)(6) 2020. At this time, mentor has received no information regarding explantation or an expected explantation date. Should additional information become available, this case will be re-assessed and notes will be updated.. This report relates to the right prosthesis.